Event description:
The company received a report where it was claiming that during pt use, air leakage occurred. The source of the leak was not identified. Replacement of the tube was required. The tube was replaced without incident.

Manufacturer narrative:
The sample is expected to be returned for investigation. If significant info is identified during the investigation, a summary of the findings will be provided in a supplemental report.